Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ syringe had missing or distorted graduation markings. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: sample evaluation: three sample bags of (B)(4) loose 3ml assembled syringes were received by bd (B)(4) and reported to be from batch # 7146876 (p/n 309702). The samples were visually evaluated. (B)(4) syringes were found to have no defects or acceptable cosmetic defects per product specification. (B)(4) syringes were found to have rejectable defects: (B)(4) syringes had ink smears and missing print of rejectable quality. (B)(4) syringes had minor surface damage causing missing print of rejectable rating on the barrel in the direction parallel to the length of the barrel. (B)(4) syringe was found to be cracked from the barrel roof to about the 1ml grad line. Manufacturing dates: 06/05/2017 ¿ 06/24/2017. Batch quantity was (B)(4). Batch marking and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. The packaged product was assembled on two separate assembly machines. A clogged manifold and an ink spill were recorded on one of the subassembly batches resulting in the marker adjustments, ink replacement and down time. Batch 7146876 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd (B)(4) was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.